Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 475cc saline prosthesis, catalog #3501680, serial #(B)(4) manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female underwent breast augmentation revision with a mentor smooth round moderate profile 475cc saline prosthesis. Deflation was diagnosed during a physical examination post procedure. As a result, bilateral prosthesis replacement was performed on an unknown date.

Manufacturer narrative:
Additional information was received with the replacement surgery operative report on (B)(6) 2018. The subtotal capsulectomy was performed on the right side and the replacement prosthesis was filled to 375ccs. A subtotal capsulectomy was performed on the left side and filled to 570ccs. No procedural complications were noted. The patient was taken to the recovery room in stable condition. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The failure analysis lab completed the investigation of the returned device on 5/26/2018. Device evaluation summary: it was reported that a (B)(6) caucasian female underwent breast augmentation revision with a mentor smooth round moderate profile 475cc saline prosthesis. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 0.3 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the brown material found on the device. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2018. The final fill volume of the devices implanted on (B)(6) 2012 were 530ccs (left), and 450ccs (right). Bilateral prosthesis replacement with mentor smooth round moderate profile saline 525cc (left), and mentor smooth round moderate profile saline 375cc(right), was performed on (B)(6) 2018. (B)(4).